Manufacturer narrative:
The technician replaced the head end brake casters to repair the stretcher.

Event description:
Information received indicates the head end brake casters are not working. The caster wheels are holding but the casters continue to swivel when pushed.